Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-oct-2018 with the following findings: during investigation, the pump¿s black box verified a pump reboot at the time the overheating was reported on the original complaint of (B)(4) 2018. The pump¿s black box verified there was no sudden drop in voltage prior to the alleged event. The pump successfully completed the 24-hour duration test without any temperature issues. The pump¿s electrical draws were tested and found to be within required specifications. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a temperature issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad.